Event description:
The pump was returned for investigation. Investigation revealed that the pins on the vibratory motor were unable to make an electrical connection with the pcb board. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the pins on the vibratory motor were unable to make an electrical connection with the pcb board. Unrelated to the complaint, a visual inspection also revealed that the piston cap was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.